Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2011 and suture was used on the rectus abdominis. (B)(6) after the procedure, the patient's tissue was not healing and there was an infection. The patient underwent removal of suture and was treated with medication. Now the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.